Event description:
It was reported that during a lefort procedure, as the surgeon was screwing the screw into the plate, a portion of the head of the screw broke off. The body of the screw remains in the patient. Surgeon tried backing out the screw but was not able to due to the head of the screw being broken. The screwdriver could not engage the screw as a result of the breakage. Surgeon removed the plate over the screw. Surgeon repositioned the plate and replaced it with new screw. Procedure was completed with no further problems. Broken screw head was retrieved, the shaft of the screw remains in patient. The broken head of screw fragment was discarded by facility, shaft of screw still remains in patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and the product was not returned. The product development evaluation revealed that the part was discarded by the customer and will not be returned. As noted in a previous complaint evaluation of the same part the matrix midface screws have been validated based on the worst case screw, the 8mm self-drilling screw (04.503.228) without drilling. Under these parameters, the factor of safety (fos) is 1.72. The same screw threaded into a 1.1mm pre-drilled hole resulted in a fos of 7.18. This means that an 8mm self-drilling screw threaded into a 1.1mm pre-drilled hole has a 318 percent higher fos than not pre-drilled. Also, the complaint screw used was a 5mm self-drilling screw, which further reduces the risk of reaching the screws failure torque. (B)(4). Even though the occurrence of this type is highly improbable, a full evaluation cannot be completed since the product was not returned and therefore the disposition is indeterminate. Indeterminate since no product was returned and no lot number is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011.